Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit does not operate on battery. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. It was confirmed the unit can run on alternating current (ac). The remote service engineer (rse) provided the customer with a part number of the battery to order and replace.

Manufacturer narrative:
The customer replaced the battery to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.